Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of the device auto restarts was duplicated and attributed to the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. The customer's report of error 231 (electrodes not connected) was not observed in the AED log and unable to duplicate during device testing. Therefore, this report is being closed as unsubstantiated. The gz log file was not available due to the main board rebooting issue. Analysis for reports of this type has not identified an increase in trend.